Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) attached to the refrigerator was failed. A field service engineer (fse) confirmed that customer swapped out a bad refrigerator with another unit that already had an srm attached. The fse remotely accessed the system and reconfigured the srm to align with the station setup. Following the reconfiguration, the srm was no longer in a failed state and began functioning correctly within the medication application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a remote manager configuration issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.